Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) with high ketones; bg value not provided. Suspected cause was due to customer being unable to load cartridge. Customer was taken to the emergency room (ER) and given insulin and fluids intravenously to treat high bg and ketones. Customer was admitted to hospital on (B)(6) 2020 and given manual injections, saline and insulin intravenously to treat high bg and ketones. Customer was released on (B)(6) 2020 with no permanent damage.